Manufacturer narrative:
The product is not received yet by the manufacturer. No examination was yet performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation still in progress. Conclusion is not yet available.

Event description:
Mobi-c p and f us : jammed and disassembled. As reported : the surgeon attempted to remove the peek cartridge from the implant with the removal tool when the left side of the cartridge did not detach. Upon inspection of the removal tool surgeon noticed the removal tool left prong was tearing apart from it's base. ( this case is treated in another report). Surgeon then attempted to removed the left side of the peek cartridge , when he noticed the inferior plate of the device came apart, surgeon said , "the implant fell apart". Surgeon then decided to replace the implant with a size larger in height, he removed the peek cartridge with the facility's kocher and was satisfied with it's placement." No impact patient, no delay during the procedure. Investigation still in progress.

Event description:
Mobi-c p&f us : jammed & disassembled it was reported on (B)(6) 2018 that dr pineda attempted to remove the peek cartridge from the implant with the removal tool when the left side of the cartridge did not detach. Upon inspection of the removal tool dr pineda noticed the removal tool left prong was tearing apart from its base. Dr pineda then attempted to remove the left side of the peek cartridge with his fingers, when he noticed the inferior plate of the device came apart, dr pineda said, the implant fell apart. Dr pineda then decided to replace the implant with a size larger in height, he removed the peek cartridge with the facility's kocher and was satisfied with its placement. Additional information received on (B)(6) 2018: the current patient's state of health is unknown, the reporter assumed he was doing well, no adverse condition was being reported. The surgeon used trials before inserting the prosthesis. Disc space was distracted. The reporter believed the uncus were released as much as possible. Dr pineda followed all the steps in text book fashion, just like he has with all the previous mobi-c is that he has placed. This case was no different in any way as to the steps to which led up to removing the peek jaws. The surgeon did not try to reposition the implant. The surgeon used the mobi-c distraction forceps. The surgeon used the mobi-c no touch level. The depth stop adjustment was initially set at zero. The reporter did not believe it was inserted at an angle or rotated what so ever. The word up could be read on the implant holder. The unlocking key was used to remove the implant holder in order to release the jaws axis. The surgeon turned clockwise the unlocking key until the axis was completely released from the jaw. The removal tool broke, one side of the instrument broke off. Dr pineda then used a kocher forcep to remove the convex jaw, then the other jaw. That was when dr pineda noticed the implant had collapsed. Another implant was opened and inserted without any complication. Additional information received on (B)(6) 2018: dr pineda was handed the removal tool and attempted to use it in the same fashion as he always does. One of the jaws of the removal instrument tore away from its base as he applied pressure to remove the peek jaws. That was when they knew the removal instrument was damaged. The reporter had put the set together the day before and placed the removal tool in its proper spot. He did not notice anything wrong with it at that time. Surgery was completed without further impact . No patient consequence was reported.

Manufacturer narrative:
The incomplete prothesis was returned to the manufacturer. The polyethylene mobile insert was not received. A visual examination confirmed that the notches at the end of the left jaw, where the prosthesis is in contact with the jaw, are deteriorated. Indeed, material deformation and pullout are observed. Also, the same deterioration can be observed in the notches at the end of the right jaw those marks are typical of some rotational movements of the prosthesis on the jaws, causing its disassembly. From the information provided based on the complaint report , the product history records, the recurrence of this type of event for this product and after having performed an evaluation on the returned product, the investigation found no evidence to indicate a device related issue. Indeed, the disassembly was a consequence of the mobi-c no touch extraction forceps break ( investigation treated in the report number 3004788213 - 2018 -00225 - 1 ) the instrument breakage was due to normal wear from use. As mentioned in the IFU , prior of surgerey it's recomanded that before use, inspect the device carefully for damage and/ or non-functioning parts the investigation found no evidence to indicate a device issue.